Event description:
It was reported that the patient's infusion device had displayed e4 (occlusion error) several times. The patient experienced elevated blood glucose levels and was taken to the hospital where she was treated via IV of fluids and insulin. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
No product to be returned.